Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information will be reported. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: part number: 04.500.018, synthes lot number: 7501492, supplier lot number: n/a. Release to warehouse date: 27-dec-2013. Expiration date: n/a. Manufactured by synthes monument. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during osteotomy surgery during the initial activation of the distractor, a failure occurred in the connection place of the flexible drive part and distractor. The implant was removed and a new one was installed. Replacement of the broken device with a new one which led to an increase in the procedure time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part: 1 qty, part number 04.315.132, lot number 7087400.

Manufacturer narrative:
Part 04.500.018, lot 7501492: release to warehouse date: december 27, 2013. Manufactured by synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: the returned curvilinear distractor was inspected and the complaint was confirmed. Visual inspection performed observed that the activation hex of the distractor body is broken and the broken tip was observed to be stuck in spring finger portions of the extension arm. The stuck portion of hex tip was unable to be disassembled from the extension arm. Additionally, the distractor track and the foot plates were observed to have cleanly cut broken portions. All broken fragments were not. Few broken portions of the foot plates and the distractor track were observed to be missing. The received condition agree with the complaint description and the complaint was confirmed. The relevant technique guide for curvilinear distraction system was reviewed to analyze the working and interaction of device with mating devices. The returned device is used in stabilizing the bones where bone distraction is required. The device is used with rigid/ flexible arm. Relevant drawings for the returned device were reviewed. Dimensional analysis could not be performed on the relevant features due to the post manufacture damage (broken and stuck conditions). A device history review was performed for the returned instrument¿s lot number and no non-conformance reports (ncrs), material review reports (mrrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during usage could have contributed to complaint condition. Additionally, technique guide states to provide forward pushing motion if required, to fully engage the distractor with extension arm and it also states to verify for complete engagement to the hex activator tip to the extension arm. Therefore, it is possible that any improper engagement or off axis pushing forces during engagement could have led to broken and stuck conditions of tip. Furthermore, as per the technique guides, the returned foot plates and the distraction track can be cut as needed by the surgeon during the surgical process. Based on the visual inspection of the returned device, it appeared that both the foot plates and distractor track has defined cut portions which could have possibly cut by the surgeon to remove the device for replacement. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Initially reported as march 27, 2018; should have been march 05, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.